Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was the patient reported that their implant battery was not holding a charge and now the implant was completely dead. Patient stated that it would only hold a charge for about 4 hours and then they would have to charge it again and it would say it was completely charged. Patient stated that they would charge the implant for about four hours and the implant would last for about a week and then it would stop charging. Patient noted that they kept the stimulation at 24/7. Patient mentioned they usually had the vibration going down the leg and across their back but they hadn't had that without the stimulator. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.